Event description:
A surgeon reported that following implantation a pt has a negative shadow in the pt's vision. The pt has had a second opinion from another facility, and they cannot find any reason for this. Additional info has been requested.